Manufacturer narrative:
The loaner scope was returned to the service center for evaluation. The scope was evaluated by the estimation team and no abnormalities were observed with the scope. The scope was returned to the service center's inventory as an asset. In addition, as part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The user facility reported that a scope was used in an unspecified procedure, on a patient with klebsiella oxytoca carbapenem (kcp) resistant organisms. On (B)(6) 2020, the scope was cultured and results showed 40 colonies of klebsiella aerogenes. The scope was re-cultured on (B)(6) 2020, and tested positive for 12 cfu's of klebsiella (enterobacter) aerogenes. The facility reported that each time the scope was reprocessed prior to samples being taken using the flush and brush culture method. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide reportability correction. MFR. Report number: 8010047-2021-01927 is a duplicate report. Please reference MFR. Report number: 8010047-2021-00962 for any additional information regarding the reported event.